Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0x9mm, eccentric, de novo target lesion which contained >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. After a 0.014in non-bsc guidewire and a 6f non-bsc guide catheter were advanced, pre-dilation was performed with a 2.75x20mm balloon catheter. Following pre-dilation, a 3.00 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After removal, the mid part of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (E1) initial reporter address: (B)(6). Synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. Proximal stent struts 3 and 4 were lifted and damaged. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red blood like substance was identified on the outside of the balloon. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0x9mm, eccentric, de novo target lesion which contained >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. After a 0.014in non-bsc guidewire and a 6f non-bsc guide catheter were advanced, pre-dilation was performed with a 2.75x20mm balloon catheter. Following pre-dilation, a 3.00 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After removal, the mid part of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.